Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. Device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2011. The device failed a self test on (B)(6) 2011 due to a low battery. There is evidence of battery fluctuations during (B)(6) 2011 and (B)(6) 2012 which resulted in the self test low battery fails on (B)(6) 2011, (B)(6) 2012. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warning. The investigation could not confirm the reported fault of the device switching itself on. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.